Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited: defects of the universal cord/distal end together with the air/water tube and cylinder had white foreign material. Also, foreign material mixed with corrosion was found inside the light guide lens.there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.